Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There was pt involvement and no adverse consequences were reported. Attempts to gather additional information from the account were unsuccessful.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric septation procedure, the trocar presented a leak during its usage. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.